Event description:
Approx 2 1/2 months after 2-level minimally invasive tlif at l3-l5 with peek device/infuse bone graft/ mastergraft, MRI revealed cyst-like structure posterior to peek device at l5-s1 with stenosis on nerve roots. A reoperation was performed 4 days later to decompress both nerve roots. It in unknown if the infuse bone graft contributed to the reported event.